Event description:
Generator product analysis was completed. Diagnostic testing and monitoring indicated that the generator was functioning properly. The generator performed according to functional specifications and visual inspection revealed no external device abnormalities. The device was continuously monitored for 25 hours. No sign of variation in the output signal was observed and diagnostics were as expected for the programmed settings. The internal generator data was reviewed and there were no autostimulations delivered and no detections present on the patient date of death. However, there were 20 autostims provided with 32 detections on the day prior to the passing. There were no adverse functional, mechanical, or visual issues identified with the generator.

Event description:
It was reported that the patient had passed away. The physician's office did not know the cause of death, but believed that the death could be due to sudep and did not indicate that it was directly related to vns or vns therapy. Follow up with the funeral home revealed that the immediate cause of death was respiratory failure and the patient suffered from intractable epilepsy. The generator was explanted. The explanted device has not been received by the manufacturer to date. No additional relevant information has been received to date.

Event description:
Follow up with the company representative revealed that the patient's mother had a video recording of the patient the night of the patient's death (the mother was sleeping in the other room) and that the patient had apparently had seizures for several hours. The patient's parents did not wake up for the event. The physician was interested to see if the device had provided autostimulation during this. The explanted products were received by the manufacturer. Lead product analysis was completed. A portion of the lead assembly including the electrodes was not returned for product analysis and, therefore, complete evaluation could not be made. The condition of the return portion was consistent with those typically following explant. No obvious anomalies were noted. Set-screw marks found indicated that a good mechanical and electrical connection was present at one point. No discontinuities were identified in the returned lead portion. Based on the analysis of the returned portion, there was no evidence to suggest an anomaly. The generator product analysis is still pending.